Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.the other clip delivery system (60205u111) is filed under a separate medwatch report number.

Event description:
This report is filed because the deployed clip (60108u159) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 60108u159) was advanced to the leaflets. Grasping was difficult due to the anatomy. The clip was deployed, reducing the mr to 2+. The second cds (60205u111) was advanced to the leaflets. Grasping was difficult, and there was interaction with the first clip. The first clip then detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had returned to 4. The second clip was successfully deployed to stabilize the slda clip and reduce the mr to 1-2. The patient was confirmed to be stable post-procedure; however, on (B)(6) 2016, it was noted that the second clip detached from one leaflet (slda) and the patient died due to severe mitral insufficiency from the slda. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping appears to be related to challenging patient morphology/pathology. The reported device being damaged by another device (second clip contacting first implanted clip) appears to be a result of user technique, as the second clip contacted the first clip during placement. As such, the first clip was knocked off the posterior leaflet. Therefore, the single leaflet device attachment (slda) of the clip was a result of the devices contacting each other (procedural conditions). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.